Event description:
Information received by medtronic indicated that the insulin pump alarm was lost some of the loudness. Customer stated that the insulin pump was rejecting new battery and received unexplained insulin flow block alarm. Customer reported that the algorithms kicking him out of the auto mode. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.